Event description:
It was reported that the cannula deployed prior to proper pod activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed and the pink slide insert was not in the viewing window. Download data showed no alarms and was in pod state 1 indicating the device was never filled. Since the device was never filled, it was not to be expected to deploy.